Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, the ceramic tip of the subject device had cracked. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the reported event is caused by a component failure of the ceramic head (insulation beak). The insulation beak failure is mechanical component problem, the most likely cause is some kind of excessive force. However, the root cause of insulation beak failure could not be determined. Olympus will continue to monitor field performance for this device.